Event description:
According to a letter sent by the pt's cardiologist to the competent authority, the pt presented with a "clinical suspicion" of transient ischemic attack. Additional info provided by the cardiologist indicated the pt was given previscan (anticoagulant) and an antiplatelet. Eto (transesophageal echocardiogram) revealed a "small" pv leak; however, pv leak was not demonstrated on "scanner". The valve remains implanted.